Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 57 mm in diameter abdominal aortic aneurysm. There was mild calcification in the vessels. It was reported that during the index procedure an angiogram revealed that the endurant ii limb had a distal type I endoleak. The physician elected to model the stent grafts with a reliant balloon in the middle to distal common iliac artery. However, there was a small perforation in the common iliac artery that occurred during the ballooning process. Additional angiograms revealed that the distal type I endoleak was still present. The physician determined that no further intervention was necessary and the procedure was completed with the event unresolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported perforation of the common iliac artery could not be conclusively determined from the pre-implant 3d recon report/cta's provided. The films at implant were not provided. From the pre-implant 3d recon report/cta's provided, the origin of rcia was ~ 12 mm in diameter and then expanded to 20-21 mm. There appeared to be a penetrating aortic ulcer located in the distal rcia. The left iliac artery was moderately tortuous. The iliacs were moderately calcified. It is possible that ballooning the stent graft within a calcified iliac artery may have contributed to the perforation in the proximal cia.